Event description:
Edwards received notification from spain that this inspiris resilia valve model 11500a21, implanted in aortic position, was explanted from this patient after an implant duration of 1 year and 6 months due to the presence of an old thrombus in the non-coronary cusp. There was a clinical suspicion of an underlying coagulopathy. The patient was initially considered for a valve-in-valve procedure, however, this option was ruled out due to the presence of low-lying and anomalously positioned coronary arteries, which posed a significant risk of coronary obstruction. Ultimately, it was decided to perform a valve replacement with a mechanical valve. Unfortunately, the patient passed away while being weaned from cardiopulmonary bypass (cpb). The team encountered complications during the process of discontinuing cpb, and despite resuscitative efforts, including manual cardiac massage, the situation could not be resolved. The attending physician attributed these complications to the patient's underlying condition and clarified that it was not related to the edwards device, indicating that the valve was in good condition and lacked structural deterioration.

Manufacturer narrative:
H3: device evaluation: the device was returned for evaluation. Customer report of thrombus was confirmed through visual observation. As received, thrombotic-like material was visible on inflow aspect of all leaflets. X-ray demonstrated commissure 1 was bent outward and wireform and band were deformed and pushed inward around leaflet 1. X-ray also demonstrated the vfit cocr alloy band was deformed and not expanded. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 1 at the inflow aspect. Host tissue fused leaflets 2 and 3 by approximately 3mm at commissure 3 on the outflow aspect. Thrombus and pannus restricted leaflet mobility and led to stenosis. Metal band was exposed around leaflet 1 on the inflow aspect. Sewing ring cloth had multiple cuts around the valve. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Thrombosis is a condition in which blood coagulates and creates what is commonly known as blood clots. Thrombosis can cause life-threatening conditions requiring immediate medical attention. Bioprosthetic valve thrombosis (bpvt) is one category of bioprosthetic valve dysfunction and is an increasingly recognized complication of tissue valve prosthesis. Bpvt usually occurs late after implantation and can be further categorized into two subcategories: clinical valve thrombosis (cvt) and subclinical valve thrombosis (slt). Clinical valve thrombosis is defined as clinically apparent prosthetic valve dysfunction with the typical finding of an increased transvalvular gradient with a mobile mass/thrombus on the prosthetic heart valve as visualized by echocardiography or multi-detector computed tomography (mdct). Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation because the patient passed away. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from spain that this inspiris resilia valve model 11500a21, implanted in aortic position, was explanted from this patient after an implant duration of 1 year and 6 months due to the presence of an old thrombus in the non-coronary cusp. There was a clinical suspicion of an underlying coagulopathy. The patient was initially considered for a valve-in-valve procedure; however, this option was ruled out due to the presence of low-lying and anomalously positioned coronary arteries, which posed a significant risk of coronary obstruction. Ultimately, it was decided a valve replacement for a mechanical valve. As reported, the patient passed away during the intervention but the surgeon clarified that it was not related to the edwards device, indicating that the valve was in good condition and lacked structural deterioration.